Event description:
Hcp reports infected peripheral nerve stimulator. The device was explanted and returned to the manufacturer for analysis a follow up report will be sent when additional information is received.